Event description:
It was reported that the customer was hospitalized due to cystic fibrosis and a lung infection. The customer was also being held due to high blood glucose levels. The caller stated that the insulin pump was malfunctioning, and requested a replacement. The caller was not with the customer at the time of the call, therefore troubleshooting was not possible. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.